Event description:
Information was received from a healthcare professional (hcp) regarding a patient with an implanted neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/pelvic floor therapy. It was reported that the patient's system was removed due to high impedance in all leads after a fall in (B)(6) 2024.

Manufacturer narrative:
B3: date is approximate. Month and year are confirmed valid. Section d references the main component of the system. Other medical products in use during the event include: brand name interstim; product ID 3889-28 (lot: va19ss3); product type: 0200-lead; implant date (B)(6) 2016; explant date (B)(6) 2025. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
H3: analysis of the returned ins (B)(6) revealed that the setscrew was backed out too far and also determined that there was no telemetry and determined normal battery depletion. H3: analysis of the returned lead (l/n: va19ss3) revealed that conductors 2 were broken in the body of the lead 3.1cm from the distal end and conductor 3 was broken in the body of the lead 6.0cm from the distal end. The insulation was torn under electrodes 1, 2 and 3 and under connector 0. All circuits were noted to be shorted and foreign material was observed on the insulation and inside the lead. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.